Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic appendectomy, the scrub tech could not remove the device loading unit from the instrument. The surgeon was not able to squeeze the handle or fire the device. Another multifire endo gia 30 2.5 was used to complete the surgery. There was no injury to the patient or additional medical or surgical intervention required.